Manufacturer narrative:
The event occurred in: (B)(6). The customer declined service for the instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable low elecsys estradiol iii assay result for 1 patient's serum sample tested on cobas 8000 e 801 module. The initial estradiol result was 95.0 pg/ml the initial result was reported outside of the laboratory but was questioned by the physician. On (B)(6) 2019 the customer tested the same patient sample and an estradiol result of 1088 pg/ml was obtained. On (B)(6) 2019 the same patient sample was tested on anther cobas e801 and an estradiol result of 1120 pg/ml was obtained. On (B)(6) 2019 a plasma sample from the patient, which was originally collected at the same time as the serum sample, was tested and an estradiol result of 17.1 pg/ml was obtained. The customer mentioned that other tests that were performed on the patient's serum sample were reproducible. No specific data was provided. There was no allegation of an adverse event.